Event description:
It was reported that on literature review "high complication rate in young patients with high-energy intertrochanteric femoral fractures", one patient had a varus collapse (side plate pull-off) 17 days after a primary sliding hip screw (shs) fixation. The surgeon indicated revision surgery for this patient, but it is unknown if the patient had the procedure. The outcome of the patient is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: case (B)(4). Amini, m. H., feldman, j. J., & weinlein IV, j. C. (2017). High complication rate in young patients with high-energy intertrochanteric femoral fractures. Orthopedics, 40(2), e293-e299. Doi: 10.3928/01477447-20161128-04.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint, no further information will be provided. Consequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, excessive pressure on the joint, surgical/post operative complications, healing issues and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.